Event description:
Client states she was in her bedroom and the pwc lunged forward causing her to run into the wall. Client states as she was in the kitchen trying to go to the door to get a package, client states pwc veered in to the wall where her right toes went under footplate and was caught between the pwc and footplate. Client states her brother came to help her and moved her back from the wall, he unlatched seat belt to help her up. Client states as she went to pivot (client's left leg has been amputated) she fell to the ground.

Manufacturer narrative:
The client states she has a broken ankle and a couple of broken fingers. The client was not admitted to the hospital but due to the fractured ankle and the client being an amputee, hoveround feels this should be reported.